Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity and/or excessive weight." Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Requested but not returned by hospital.

Event description:
It was reported that a patient underwent total knee arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2016 due to tibial tray loosening. The tibial tray and bearing were removed and replaced. The surgeon stated that the loosening was most likely caused by the initial surgeon using an improper cementing technique.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 1825034-2016-01083.